Event description:
The hosp purchasing department reported, that one heartstring seal cracked. It was unk when the crack occurred or how the procedure was completed. It was unk if there were any patient consequences. The event will be filed as a serious injury due to pt status and case info were unknown. No additional info or clarification could be obtained regarding the procedure.

Manufacturer narrative:
Investigation results: the visual inspection showed that the seal was out of the deployment tube and was cracked. The foam collar was still between the plunger and the hub. The complaint was confirmed for cracked seal. A lhr review was completed for the product and there was no nonconformance associated with the lot number.